Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon went to fire the stapler and when the surgeon fired the device, she heard it fire through the breakaway washer. When the device was opened, the doughnuts were not formed at the anterior end; it partially cut the tissue and the staples were partially fired. The surgeon then had difficulty removing the device from the patient. She had to manipulate it and wiggle the device in order to finally extract it successfully. Previous to the firing of the device, the surgeon had removed several external hemorrhoids; there was a lot of tissue in the area of the tissue the device was placed upon prior to firing. The patient is stable. Patient required no blood products or any additional intervention other than sutures. She will be returning for a six week follow up after her release.